Manufacturer narrative:
.

Manufacturer narrative:
Follow up information was received from the customer on (B)(4) 2016 stating that the customer was unable to upload the pump as the customer's computer is not operational. Therefore, a review of pump data could not be performed. The customer stated that no further issues had been noted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reviewed the pump delivery summary and noted that the amount of insulin delivered for the day appeared to be inaccurate. Reportedly, the basal and bolus amounts were larger than what the customer expected. There was no reported impact to the customer's blood glucose level. Tandem technical support requested that the customer upload the pump so that a data review could be performed to clarify if the pump delivered more insulin than the customer expected.